Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Reporter states patient tested 5.3 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No treatment required. No adverse event reported. Requested return of suspect system, however the suspect strips are no longer available to return.